Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were inaccuracies between the pump and the receiver and issues with loss of data. The contact reported that the customer experienced large spikes in their blood glucose (bg) levels; however, no specific bg value was provided. The customer declined to complete any troubleshooting with tandem technical support.